Event description:
It was reported that there was a sterile water leakage from tamper-evident seal area of the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted received 1 all silicone foley catheter. No obvious defects present. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks present. Deflated passively with no issues. Also received 4 photo samples. First photo sample shows top overview of catheter. Second and third photo sample zooms in on trifurcation site with tamper evident seal. Fourth photo sample shows document written in native language. Based on the physical sample received product meets specifications. Labelling, and DHR reviews were not required as the reported event was unconfirmed. Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was a sterile water leakage from tamper-evident seal area of the foley catheter.